Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lots 1024439 and 1024606 were reviewed. A lot search was conducted on the reported lots and no similar events were noted. No non-conformances were noted that would have contributed to this event. Two lot numbers were reported for this case: lot #1: catalog: 8071m5, lot: 1024439, expiration: 02/09/2013, manufacture date: 02/09/2011, UDI: date of manufacture preceded UDI number requirement. Lot #2: catalog: 8071m5, lot: 1024606, expiration:02/15/2013, manufacture date: 02/15/2011, UDI: date of manufacture preceded UDI number requirement.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with radiesse®, in 2008. The patient's medical history included breast cancer and radiotherapy. After the radiesse® treatment, the patient experienced a massive inflammation in the mandibular area (considered severe). Consequently, the patient was hospitalized. The event occurred after the last session of radiotherapy for breast cancer. The maxillofacial doctors believed that the inflammation was due to hydroxyapatite. Investigation included a CT and a resonance. Foreign material was found in the area and in the patient's opinion, it was radiesse®. The patient was pending for a biopsy. At the time of report, there was no evidence which indicated that it was radiesse®. The physician informed that no permanent products were administered to the patient. The outcome of the event was reported as not resolved. Follow-up information was received on 03-feb-2019: the event term was amended from 'massive inflammation in the mandibular area' to 'facial inflammation'. The patient's age was provided. The patient was a (B)(6)-year-old female who was injected subcutaneously with a total of 4 ml of radiesse, into cheekbones, cheeks and nasogenians, on left and right side, on (B)(6) 2011. She was injected with 2 ml into 2 injection points on the right side and with 2 ml into 2 injection points on the left side. Needle used for injection was a 25 g cannula. The batch number was reported as 1024439 and 1024606. The patient was previously treated with a total of 0.5 ml of restylane - perlane®, in the nasogenian area, on (B)(6) 2010 and botox®, in the periocular area, on (B)(6) 2014 and (B)(6) 2015. All treatments were well tolerated. The patient had no disposition to lymph drainage problems. The patient's past medical history included a mastectomy (reported as in the physician's opinion). The patient received chemotherapy and, as reported, was taking concomitant medication. In (B)(6) 2019, approximately on (B)(6) 2019, after the last session of chemo and radiotherapy, the patient experienced a facial inflammation on both cheeks. The inflammation did not cease with oral corticoids. The patient was admitted to the hospital, where she was seen in maxillofacial (as reported). The patient informed the physician that she was treated with intravenous corticoids. Although the radiesse® treatment was in 2011 and she had no problem until now, the hospital performed tests to see if it there was any product previously infiltrated. The CT showed no traces of infiltrated substances and the resonance imaging revealed traces. A biopsy was performed and results were pending. The physician reported that he did not carry out the follow-up. The outcome of the event remained not resolved. The physician was not sure if the event was permanent. In the opinion of the reporter, the event was of moderate intensity, related to radiesse® and not related to the incorporated local anaesthetic in the product.